Event description:
It was reported that during lens insertion the capsular bag was damaged. The lens was removed and a vitrectomy was performed. A different model lens was implanted. The doctor believes the pt will ultimately do well. The inserter used in this event was not a b+l inserter. The lens that was used during this event is reported under 1119279-2014-00117.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.